Event description:
It was reported by the customer that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the lens on the hd epscp,4.0,30,167,mitek endoscope device were scratched. During in-house engineering evaluation, it was determined that the distal tip on the device was damaged and had deposits. Furthermore, it was determined that the device had image error on camera; and that the image was cloudy and blurred. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary : the complaint device was received at the manufacturing site and evaluated. It was reported that plugged in camera at beginning of case did not register with camera box. The scope in the new set had scratches on the lens. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Outer tube damaged - bent/ dented outer tube. Distal tip damaged - distal tip has deposits. Image error, on camera - image cloudy/blurred. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.